Manufacturer narrative:
E1- initial reporter establishment name: (B)(6). The device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, a definitive cause for the reported event was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope exhibited distorted image with lines appearing on top of the image which suddenly flashes bright white. The issue was identified at the time of diagnostic colonoscopy procedure while the device was inside of the patient. The procedure was completed using the same device after a brief procedural delay. There were no reports of patient harm.